Event description:
Customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Advised customer not to wait for empty reservoir and to change the entire set when pump alarms low reservoir.